Event description:
Customer reported false negative urine hcg results with mckesson hcg dipstick (25t). Potential false negative urine hcg results were reported when testing urine seven times from three different pts using mckesson medi-lab performance hcg urine dipstick. Pt info was not provided. One pt's last menstrual period was on 02/11/2013. The reason for testing: physical exam. No info provided concerning any confirmation testing that was performed.

Manufacturer narrative:
Control: 25miu/ml hcg urine lot: hcg130627-01. 203.2iu/ml hcg urine lot: hcg130307-01. 209.6iu/ml hcg urine lot: hcg130307-02. 214.7iu/ml hcg urine lot: hcg130307-03. Clinical positive urine samples from six pregnant women. Summary results: the retention strips meet qc specification. Detail as below: the 25miu/ml hcg urine control yielded correct positive results with retention strips at 3 minutes (n=15). The 203.2iu/ml hcg urine control yielded clearly correct positive results with retention strips at 3 minutes (n=3). The 214.7iu/ml hcg urine control yielded clearly correct positive results with retention strips at 3 minutes (n=3). The 209.6iu/ml hcg urine control yielded clearly correct positive results with retention strips at 3 minutes (n=3). The 6 clinical positive urine samples yielded clearly positive results with retention strips at 3 minutes (n=1 for each sample). Conclusion: from retain testing with in-house controls and clinical positive urine samples, the client's result was not replicated, and the product performed as expected. Verified the product number, product description, lot number and batch record; no abnormal results were found. Return testing: lot number (s): hcg2090046. Expiration date (s): 07/2014. Control: 25miu/ml hcg urine lot: hcg130627-01. 203.2iu/ml hcg urine lot: hcg130307-01. Summary results: the return strips meet qc specification. Detail as below: the 25miu/ml hcg urine control yielded correct positive results with return strips at 3 minutes (n=1). The 203.2iu/ml hcg urine control yielded clearly positive results with return strips at 3 minutes (n=1). Conclusion: from return testing with in-house controls, the client's result was not replicated, and the product performed as expected. Customer's observation was not replicated in-house with retention and returned dipsticks. Retention dipsticks were tested with cutoff and 3 high level hcg urine controls as well as clinical positive urine samples. All results were positive at read time. Returned dipsticks were tested with cutoff and 1 high level hcg level urine control. All results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the info provided. Product deficiency was not established. To date, (B)(4) complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.